Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hypoglycemia as a result of this event.

Manufacturer narrative:
(B)(4). Software 2.9d. Device passed the displacement test. Device received with cracked retainer, scratched case, minor scratched display window